Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However an image evaluation was performed and found the device outside of its box, with a broken inserter shaft. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that during a shoulder arthroscopy, the insertion handle of the twinfix ultra broke when the anchor hit the bone. The procedure was completed using a back-up device. There was a delay of 3 minutes and no further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that a photo of the device was provided for review and confirms the breakage of the inserter shaft. The provided customer feedback form noted that the device did not break within the patient, however e-mail correspondence noted that not all pieces were removed from the patient. It is unclear if fragments were within the patient. The device IFU does caution that ¿use of excessive force during insertion can cause failure of the suture anchor or insertion device.¿ the material of the twinfix inserter is intended as an externally communicating device, not approved for implantation; therefore, long-term implantation data is not available if retained. No further risk to the patient is anticipated as a result of the additional bone hole. If any fragments were left within the patient there is also potential risk for micro-motion and/or migration, as well as local irritation or discomfort. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated. If any additional information related to this event is received in the future, this investigation will be reopened for evaluation.

Event description:
It was reported that during a shoulder arthroscopy, the insertion handle of the twinfix ultra broke when the anchor hit the bone. It was necessary to drill an additional bone hole. There was no void left in the patient. The procedure was completed using a back-up device. There was a delay of 3 minutes and no further complications were reported.

Manufacturer narrative:
H10: h2: additional information: b5 and h6: health effect - clinical and impact code.